Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 500 mg/dl. Customer's current blood glucose value was 326 mg/dl. The customer treated it with manual injections. Customer reports they have contacted their healthcare professional¿s regarding the high blood glucose level. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.